Event description:
It was reported to boston scientific corporation that an expect 19g eus needle was used in the stomach fundus during a puncture under endoscopic ultrasonography procedure on (B)(6) 2025. During the procedure, the needle tip core was fractured during the biopsy puncture and was unable to puncture. Another expect needle was used to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h2: correction to block b1 as this was inadvertently left blank on the previous submission. Block h6: imdrf impact code reportable code captures the reportable event of detachment of device or device component. Block h11: investigation results the returned expect needle was received for analysis. During the visual inspection, it was seen that the device returned with the working length kinked and needle broken right next to the luer. The reported event was confirmed because during the visual inspection, it was seen that the device returned with the working length kinked and needle broken right next to the luer. Based on the available information, the investigation findings were most likely that the technique used was the reason why the working length was found kinked, when the handle is not grabbed or secured carefully, the weight of the device itself can bend the working length. It can also occur if excessive force is being used to grab any of the components of the device. It's most likely that once the working length got kinked, the needle was broken due to force in which the device was being used. Therefore, a review and analysis of all available information indicates the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an expect 19g eus needle was used in the stomach fundus during a puncture under endoscopic ultrasonography procedure on (B)(6) 2025. During the procedure, the needle tip core was fractured during the biopsy puncture and was unable to puncture. Another expect needle was used to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code reportablecode captures the reportable event of detachment of device or device component.